Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "based upon the information supplied in this inquiry including the inquiry layout and x-rays supplied, I can confirm that the prosthetic femoral head did indeed displace due to either fracture or erosion/dissolution of the implant¿s femoral neck/trunnion." Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05-mar-2014 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported the device was revised due to disassociation (head breaking off the trunnion). Clinician review of provided medical records indicated that the prosthetic femoral head did indeed displace due to either fracture or erosion/dissolution of the implant¿s femoral neck/trunnion. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available.

Event description:
It was reported that the patient's right hip was revised due to the head breaking off the trunnion. Patient is active and involved with manual labor. A femoral head and restoration modular proximal body were revised. Due to intra-operative damage to the stem/ neck junction, the restoration modular distal stem was also revised, adding 60 to 90 minutes to the procedure (intra-op event reported). Rep can provide additional pictures and otherwise confirmed that no further information will be released by the hospital or surgeon. Update 11/february/2021 (B)(4): the rep is unaware if the shell or liner, which are competitor devices, were revised.

Manufacturer narrative:
Reported event an event regarding disassociation involving a metal head was reported. The event was confirmed via clinician review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "based upon the information supplied in this inquiry including the inquiry layout and x-rays supplied, I can confirm that the prosthetic femoral head did indeed displace due to either fracture or erosion/dissolution of the implant¿s femoral neck/trunnion." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported the device was revised due to disassociation (head breaking off the trunnion). Clinician review of provided medical records indicated that the prosthetic femoral head did indeed displace due to either fracture or erosion/dissolution of the implant¿s femoral neck/trunnion. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to the head breaking off the trunnion. Patient is active and involved with manual labor. A femoral head and restoration modular proximal body were revised. Due to intra-operative damage to the stem/ neck junction, the restoration modular distal stem was also revised, adding 60 to 90 minutes to the procedure (intra-op event reported). Rep can provide additional pictures and otherwise confirmed that no further information will be released by the hospital or surgeon. Update 11/february/2021 wg: the rep is unaware if the shell or liner, which are competitor devices, were revised.